Event description:
A leak was reported at the port.

Manufacturer narrative:
Taper ii. The lab was not able to confirm or duplicate the reported event of port leak. There was no leakage in the access port. Analysis noted missing material from the damaged port septum. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."